Event description:
During a thoracotomy procedure, when firing the device, across the main stem bronchus, no staples were present in the tissue. The procedure was completed with a like device. There was no patient consequence.